Event description:
When the cystoscopy was done, blood was noted in the bladder. It was noted that the suprapubic trocar must have caught a fold of the bladder was filled. No repair was done due to the small size. Will leave catheter in place for 5 days and the nick should close on its own.